Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Tandem technical support arranged to send a replacement charging cable and wall adapter, which ultimately resolved the issue, the pump began charging.